Manufacturer narrative:
Date of event and explant are estimated. During processing of this incident, attempts were made to obtain complete event and patient information such as explant date and patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted to address the issue.